Event description:
Per the clinic, the patient experienced intermittences with device use, however the issue could not be resolved. The device was explanted on (B)(6) 2014 and the patient was reimplanted with another device during the same surgery.

Manufacturer narrative:
This report is filed may 26, 2014.

Manufacturer narrative:
(B)(4).